Event description:
It was reported that post device implant, the device's red hub allegedly came apart and the patient experienced leak. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerline d/l catheter was returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for break and leak as a circumferential split was noted just distal to the red luer. Both lumens were patent to infusion and aspiration. Upon infusion of the red lumen, a leak was noted from the circumferential split. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that post device implant, the device's red hub allegedly came apart and the patient experienced leak. There was no reported patient injury.